Manufacturer narrative:
(B)(4).

Event description:
The service report shows a 840 ventilator went inoperative. The malfunction did not occur during patient use. The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board assembly (pcba). The unit passed extended self testing.